Event description:
The customer reported that the system intermittently displayed a communication failure error message which required a system reboot to regain functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted and the interconnect cable was replaced. The system was then found to be operating as intended.